Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient was a recipient of a knee implant on the above noted date. Since surgery the patient has experienced pain, buckling / locking up of her knee. The upper portion of her knee has been numb or without feeling since surgery. The patient would like to know if her implant was ever subject to a recall."